Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed tank harness. During evaluation, it was confirmed that the unit was not heating to proper specifications. Tank harness was replaced. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that during routine service of the arctic sun device they received error code 40 (unable to maintain stable water temperature) device unable to heat to 30 degrees in under 30 mins. Heat command 0 percentage. Per follow up information received via email on 27mar2023, the date of event occurred was 21mar2023. Per sample evaluation results received on 23may2023, it was reported that the damaged level sensor. It was stated that the clogged fill tube. It was also stated that the device short fill. It was noted that the expected to fill 3.5l but only taking in 3.1 l.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during routine service of the arctic sun device they received error code 40 (unable to maintain stable water temperature) device unable to heat to 30 degrees in under 30 mins. Heat command 0 percentage. Per follow up information received via email on 27mar2023, the date of event occurred was (B)(6) 2023.